Manufacturer narrative:
Concomitant medical product: 5076-52 lead implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that at this right ventricular (rv) lead had been explanted and replaced. Follow-up with the implanting physician of the replacement lead indicated that there was no data available or record as to why this rv lead was replaced. No patient complications have been reported as a result of this event.